Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. This event was reported by the distributor. The physician is: (B)(6).

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the bile duct, performed on (B)(6) 2021. During the procedure and inside the patient, when the physician attempted to deploy the stent, the stent failed to deploy because the stent was torn. The physician withdrew the stent and another advanix biliary stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the bile duct, performed on (B)(6) 2021. During the procedure and inside the patient, when the physician attempted to deploy the stent, the stent failed to deploy because the stent was torn. The physician withdrew the stent and another advanix biliary stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of stent break. Block h10: the returned advanix-naviflex biliary stent was analyzed, and a visual evaluation noted that the stent was not broken. The pull wire cap was detached. The pull wire was kinked. The push catheter was kinked. Microscope inspection revealed that the suture holes of the push catheter and guide catheter were torn. A functional evaluation could not be performed due the pull wire was retracted at the not return point. No other issues with the device were noted. The reported event was not confirmed. According to product analysis, the pull wire kinked and pull wire cap detached may be related to some difficulties experimented while trying to release the stent and extra force was applied kinking the pull wire and detaching the cap as consequence, this difficulties experimented could have been caused by the kinks on the push catheter, the push cathetet may get kinked by user manipulation and/or some technique applied during procedure. As consequence of these conditions and the difficulties trough the process of deployment the suture holes got torn. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Section h: this event was reported by the distributor. The physician is: dr. (B)(6).